Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead could not be extracted. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead was returned with the retracted and blood was visible inside. Analysis revealed the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.